Event description:
Pt states that he is not getting the appropriate amount of insulin from his lantus solostar after starting to use the droplet pen needles 32g 4mm. Previously the pt has used the bd pen needle 32g 4mm. Pt's morning blood glucose readings were in the 200 to 250 range while using the droplet brand, they turned to normal range (100 to 120) after switching back to the bd pen needles. FDA safety report ID# (B)(4).